Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of 287 mg/dl and 62 mg/dl within 10 minutes of each other. No adverse event reported. The meter and test strips are being returned and replaced.